Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/apr/2024.

Event description:
Patient reported against the left side "since found out about the recall, has had anxiety, fear, insecurity, because for some time has had pain in her breasts." Later patient reported "had an MRI [ ¿ ] and has ruptured both breasts. Device remains implanted.

Event description:
Patient reported, against the left side. "Since, found out about the recall. Has, had anxiety, fear, insecurity, because for some time has had pain in her breasts". Later patient reported, "had an MRI. And has ruptured both breasts. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.